Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's white blood cell count was 11280 per microliter. A culture from the tissue surrounding the percutaneous lead exit site was positive for klebsiella pneumoniae. The patient was admitted to the hospital and treated with piperacillin, tazobactam, and cefepime from (B)(6) 2017 to (B)(6) 2018. The patient also underwent unspecified surgery. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: symptoms included purulent outflow from the percutaneous lead exit site and local tenderness. The percutaneous lead was surgically exposed in the operating room for a distance of a few centimeters from the exit site. The wound was treated with vac therapy. After obtaining negative cultures from the wound it was closed.